Event description:
Exercise testing positive for chest discomfort compatible with angina as well as 3-4 mm or segment depression catheterization done and during third injection of contrast in the left main coronary artery, contrast staining and diminished dye flow in proximal left coronary tree noted. Severe chest pain ensued, an intra aortic balloon placed with incomplete improvement an emergency angioplasty perfusion balloon was placed across the dissected left main coronary artery to restore flow. Emergent transfer for urgent bypass grafting.